Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of adenomyosis ("adenomyosis / moderate adenomyosis") in a 50 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. On (B)(6) 2015, the patient had essure inserted. In january 2017 she experienced pelvic pain ("pelvic pain"). In 2019 she experienced burnout syndrome ("burn-out"). Essure was removed on (B)(6) 2022. An unknown time later she experienced adenomyosis (seriousness criterion intervention required), fatigue ("chronic fatigue"), myalgia ("muscle pain"), hypovitaminosis ("vitamin deficiencies"), thirst ("excessive thirst"), dry mouth ("dry mouth"), dysuria ("trouble urinating"), abdominal pain upper ("gastric pain"), flatulence ("significant and excessive flatulence"), disturbance in attention ("problem concentrating"), memory impairment ("memory issues"), cardiovascular disorder ("poor blood circulation"), premature menopause ("early menopause") and ovarian atrophy ("atrophic ovaries") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was treated with surgery (essure removal via total hysterectomy with bilateral adnexectomy on (B)(6) 2022). At the time of the report, the outcomes for adenomyosis, fatigue, burnout syndrome, myalgia, hypovitaminosis, thirst, dry mouth, dysuria, abdominal pain upper, flatulence, disturbance in attention, memory impairment, cardiovascular disorder, premature menopause, ovarian atrophy and uterine leiomyoma were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, burnout syndrome, myalgia, hypovitaminosis, thirst, dry mouth, dysuria, abdominal pain upper, flatulence, disturbance in attention, memory impairment, cardiovascular disorder, premature menopause, adenomyosis, ovarian atrophy or uterine leiomyoma. The reporter commented: essure placement was performed without anaesthesia. No expansive intra-uterine process: no polyp, no myoma. An essure device was inserted with no particular difficulty on each side leaving 5 intra-cavitary coils on the right and 3 on the left. She reported pelvic pai in jan-2017, the her general condition worsen explantation by total hysterectomy due to adenomyosis (triggered by the essure implants). Actions taken to treat the patient in the healthcare facility: not reported. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: well-differentiated cervix with no dysplasia. Endometrium in oestrogenic phase. Moderate adenomyosis. Atrophic ovaries. Non-inflammatory fibrous fallopian tubes, with bilateral coils. No elements suggestive of malignancy. [Ultrasound pelvis] on (B)(6) 2017: the exam is difficult due to a uterus in an intermediate position measuring around 8 cm in height, 4.3 cm thick and 5 cm in length. Incomplete analysis of the endometrium and myometrium, particularly the uterine body and fundus. No mass of hydrosalpinx. The right ovary presents a normal volume of 3.8 ml, there are two single follicles of 10 mm and 9 mm. The left ovary presents an increased volume of 13 ml in relation to two single follicles of 2.4 cm and 1.5 cm. Layer of peritoneal effusion with no pathological value. No dilation of the pelvicalyceal cavities.; on (B)(6) 2018: the uterus is anteflexed and anteverted, it measures 73 x 45 x 37 mm on its major axes. The endometrium is normal, measuring 4.5 mm in thickness. No identifiable polyp or fibroma. No vascularisation abnormality on the energy doppler. Right and left essure system in place. The left ovary measures 21 x 23 mm, the right ovary measures 25 x 15 mm, there are rare sub-centimetre-sized folicular formations. No cyst or adnexal mass. The pouch of douglas is clear. Conclusion: pelvic ultrasound with no significant abnormality based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-jun-2022. The most recent information was received on 04-jul-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of adenomyosis ("adenomyosis / moderate adenomyosis") in a 50 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity 2 and gravida ii. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she experienced pelvic pain ("pelvic pain"). In 2019 she experienced burnout syndrome ("burn-out"). Essure was removed on (B)(6) 2022. An unknown time later she experienced adenomyosis (seriousness criterion intervention required), fatigue ("chronic fatigue"), myalgia ("muscle pain"), hypovitaminosis ("vitamin deficiencies"), thirst ("excessive thirst"), dry mouth ("dry mouth"), dysuria ("trouble urinating"), abdominal pain upper ("gastric pain"), flatulence ("significant and excessive flatulence"), disturbance in attention ("problem concentrating"), memory impairment ("memory issues"), cardiovascular disorder ("poor blood circulation"), premature menopause ("early menopause") and ovarian atrophy ("atrophic ovaries") and was found to have uterine leiomyoma ("myomatous uterus"). The patient was treated with surgery (essure removal via total hysterectomy with bilateral adnexectomy on (B)(6) 2022). At the time of the report, the outcomes for adenomyosis, fatigue, burnout syndrome, myalgia, hypovitaminosis, thirst, dry mouth, dysuria, abdominal pain upper, flatulence, disturbance in attention, memory impairment, cardiovascular disorder, premature menopause, ovarian atrophy and uterine leiomyoma were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, burnout syndrome, myalgia, hypovitaminosis, thirst, dry mouth, dysuria, abdominal pain upper, flatulence, disturbance in attention, memory impairment, cardiovascular disorder, premature menopause, adenomyosis, ovarian atrophy or uterine leiomyoma. The reporter commented: essure placement was performed without anaesthesia. No expansive intra-uterine process: no polyp, no myoma. An essure device was inserted with no particular difficulty on each side leaving 5 intra-cavitary coils on the right and 3 on the left. She reported pelvic pai in (b(6) 2017, the her general condition worsen explantation by total hysterectomy due to adenomyosis (triggered by the essure implants). Actions taken to treat the patient in the healthcare facility: not reported. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: well-differentiated cervix with no dysplasia. Endometrium in oestrogenic phase. Moderate adenomyosis. Atrophic ovaries. Non-inflammatory fibrous fallopian tubes, with bilateral coils. No elements suggestive of malignancy. [Ultrasound pelvis] on (B)(6) 2017: the exam is difficult due to a uterus in an intermediate position measuring around 8 cm in height, 4.3 cm thick and 5 cm in length. Incomplete analysis of the endometrium and myometrium, particularly the uterine body and fundus. No mass of hydrosalpinx. The right ovary presents a normal volume of 3.8 ml, there are two single follicles of 10 mm and 9 mm. The left ovary presents an increased volume of 13 ml in relation to two single follicles of 2.4 cm and 1.5 cm. Layer of peritoneal effusion with no pathological value. No dilation of the pelvicalyceal cavities.; on (B)(6) 2018: the uterus is anteflexed and anteverted, it measures 73 x 45 x 37 mm on its major axes. The endometrium is normal, measuring 4.5 mm in thickness. No identifiable polyp or fibroma. No vascularisation abnormality on the energy doppler. Right and left essure system in place. The left ovary measures 21 x 23 mm, the right ovary measures 25 x 15 mm, there are rare sub-centimetre-sized folicular formations. No cyst or adnexal mass. The pouch of douglas is clear. Conclusion: pelvic ultrasound with no significant abnormality quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.